Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported symptom of "downstream occlusion alarm will not clear" due to a constant clean load point #2 alarm, however identified a failed downstream sensor with calibration values out of specification. Downstream occlusion alarms were also present in the event history log. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump would not clear after the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.